Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unk date and an unk mesh was implanted. It was reported that the patient underwent surgical procedures on six additional occasions. It was reported that the patient experienced severe chronic pain. It was reported that the patient's prolapse was not rectified. No additional information was provided.